Event description:
It was reported that they were getting low flow alerts (alert 02) while trying to cool a baby on the device and the flow rate was 0.2lpm. They were using only a universal pad. When emptied and disconnected pad they received empty pads not complete alert (alert 07), water level was 4 bars. Placed device in manual mode without the pad connected, it took several minutes, but flow stabilized at 1.9lpm, inlet pressure was -7.2psi, circulation pump at 55%, pump hours were 9158 and system hours were 10376. Placed device back in manual mode, flow was 2.3lpm, inlet pressure was 6.8psi, circulation pump at 65%. Placed device back in automatic mode, flow was 0.1psi, inlet pressure was -7.0psi, circulation pump at 0. Explained they should look for small universal pads, or an additional universal pad and they should not deliver therapy with a single universal pad. Suggested connecting another pad and if flow does not improve change devices. Patient is at target and device still giving low flow alert. Explained device will not be able to heat when needed and to be cautious of this.

Manufacturer narrative:
The reported event was confirmed as use related. The potential root cause for this failure mode is "wrong size of pads selected". The device failed to met specifications due to the user. The product was used for diagnostic and treatment purposes. The failure was caused by the misuse of the product. The DHR review was not required because the investigation was confirmed - use related. The instructions for use were found adequate and state the following: "directions for use: select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved". The device was not returned.

Event description:
It was reported that they were getting low flow alerts (alert 02) while trying to cool a baby on the device and the flow rate was 0.2lpm. They were using only a universal pad. When emptied and disconnected pad they received empty pads not complete alert (alert 07), water level was 4 bars. Placed device in manual mode without the pad connected, it took several minutes, but flow stabilized at 1.9lpm, inlet pressure was -7.2psi, circulation pump at 55%, pump hours were 9158 and system hours were 10376. Placed device back in manual mode, flow was 2.3lpm, inlet pressure was 6.8psi, circulation pump at 65%. Placed device back in automatic mode, flow was 0.1psi, inlet pressure was -7.0psi, circulation pump at 0. Explained they should look for small universal pads, or an additional universal pad and they should not deliver therapy with a single universal pad. Suggested connecting another pad and if flow does not improve change devices. Patient is at target and device still giving low flow alert. Explained device will not be able to heat when needed and to be cautious of this.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they were getting low flow alerts (alert 02) while trying to cool a baby on the device and the flow rate was 0.2lpm. They were using only a universal pad. When emptied and disconnected pad they received empty pads not complete alert (alert 07), water level was 4 bars. Placed device in manual mode without the pad connected, it took several minutes, but flow stabilized at 1.9lpm, inlet pressure was -7.2psi, circulation pump at 55%, pump hours were 9158 and system hours were 10376. Placed device back in manual mode, flow was 2.3lpm, inlet pressure was 6.8psi, circulation pump at 65%. Placed device back in automatic mode, flow was 0.1psi, inlet pressure was -7.0psi, circulation pump at 0. Explained they should look for small universal pads, or an additional universal pad and they should not deliver therapy with a single universal pad. Suggested connecting another pad and if flow does not improve change devices. Patient is at target and device still giving low flow alert. Explained device will not be able to heat when needed and to be cautious of this.